Event description:
Customer reported "when there was a tmp alarm, the nurse pressed 'change flow rate' icon on alarm screen and the machine suddenly resumed to treatment. Later, they found the display replacement flow was different from the set replacement rate." No blood loss was reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Further investigation into this incident is ongoing by the manufacturer.